Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The device loaded improperly and failed to lock. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned one unit ae05ml auto end05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that there is a thin piece of paper stuck in the jaws of the device. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference attached files (B)(4) for investigation photos. First, the piece of paper was manually removed from the jaws since it could affect the user's ability to properly load and apply clips. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device, but was able to close. Another attempt was made and the next clip was able to properly load and close. The third clip was also able to properly load and close. The remaining clips were all able to successfully fire. Other remarks: the sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The piece of paper that was stuck in the jaws of the device could prevent the user from being able to properly apply clips. The reported complaint of "clip not locking" was confirmed based upon the sample received. The device was received with a piece of paper stuck in the jaws which could prevent the user from being able to properly load and apply clips. The paper was removed from the jaws and functional testing was performed. Upon functional inspection, it was found that the first clip was unable to properly load into the jaws. However, the rest of the clips were able to properly load and close. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. It could not be determined what caused the first clip to not load properly but the piece of paper could prevent clips from not properly loading into the jaws. Therefore, based upon the condition of the received sample, operational context caused or contributed to this event. No further action will be taken.

Event description:
The device loaded improperly and failed to lock. The patient's condition was reported as fine.